Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver has displayed "system check passed" several times. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The data log was downloaded and reviewed. A review of the data log found screen error alarms, firmware errors and hardware errors related to the customer complaint. The customer complaint was confirmed. A root cause could not be determined.